Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy plus pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed the pump displayed an occurrence of a no disposable alarm. Functional testing involved an accuracy test and showed that the pump exhibited a no disposable alarm when trying to infuse. The investigation determined that a missing/damaged downstream sensor nub was the cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed. The downstream occlusion sensor was replaced.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited a no disposable alarm. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.